Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately recorded an untreated episode due to p wave oversensing. The technical services (ts) indicated a suspected under placement and discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately recorded an untreated episode due to p wave oversensing. The technical services (ts) indicated a suspected under placement and discussed troubleshooting options. This s-ICD remains in service. No adverse patient effects were reported.